Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on july 9, 2020. Blood glucose reading was over 600 mg/dl. The customer stated they feel okay to troubleshoot for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that insulin pump had hardware low level failure alarm. Customer stated that they were able to clear the alarm but not able to complete rewind process. The insulin pump will be returned for analysis.